Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have led segment (on system board 20569b, (B)(4)) degraded, likely resulting in leakage current into other diodes in the assembly. In addition, solder splashes were identified on system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues.

Event description:
The customer reported some display segments are missing. The unit won't recognize sensors. No consequences or impact to patient were reported.